Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump experienced keypad anomaly. It was reported that the buttons were sticking. Customer's blood glucose was unknown. Caller reported that customer was hospitalized and did not have pump information. After troubleshooting, caller was advised that insulin pump would need to be replaced.